Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) machine. The home patient (hp) got alarm last night and has discarded the supplies. The technical service representative (tsr) reviewed alarm and the possible causes. There was no patient injury or medical intervention associated with this event. No further information is available.